Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) cylinder due to a puncture and fluid loss. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue at the corner of a fold. Both cylinders had broken fabric threads at a fold. The other cylinder had a bulge when inflated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 837766 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) cylinder due to a puncture and fluid loss. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.